Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery using a 5f supersheath. The 100% stenosed target lesion was located in the moderately tortuous and mildly calcified brachial artery. An unspecified guide wire was advanced. A 3mm x 40mm x 145cm coyote es balloon catheter was selected and advanced to dilate the target lesion; however, difficulty crossing the lesion was encountered due to total occlusion. It was noted that the balloon ruptured under nominal pressure. The procedure was completed with another of the same device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).